Event description:
Patient reports seroma and capsular contracture of an unspecified side and baker grade. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse events addressed in the product labeling.

Event description:
Patient reports seroma and capsular contracture of an unspecified side and baker grade. The device status is unknown.